Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported that implant ruptured. Device has been explanted. This relates to the right side.

Manufacturer narrative:
(B)(4). The events of capsular contracture, granuloma, necrosis, adhesion are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: rupture, capsular contracture- baker grade unknown, granuloma, adhesion, necrosis.

Event description:
Patient additionally reported yellow discoloration. Histology cites capsular fibrosis, granuloma. Pathology cites fibrous tissue adhesion, tissue necrosis, granulomatous foreign body reaction and significant aggregation of foam cells. Rupture confirmed by mrt and mammosonography. Mammosonography also indicated bilateral silicone-enriched lymph nodes.